Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The hcp reported that the patient had told them that the implant had not been working since implant. The hcp was unsure if the device was defective or if it was never turned on or what. No further complications were reported or were expected.